Manufacturer narrative:
(B)(4). Retirned product evaluated with defect found. Qc evaluation on 5/3/2017 result in reported defect found. The one that is reported as not having a needle is indeed missing the end of the syringe needle. However, further inspection shows that the syringe was originally manufactured with a needle in place, but it has been broken off. Root cause: user mechanical stress. Based on the post market review syr-pmr-100 and review of the FDA's total product life cycle (tplc) - total device problems, for possible delay in administration of insulin. Reference - CAPA (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Customer states his true plus syringes are missing needles in three of the packs he has opened so far from a box of 10 packs. Syringes are 31g 5/16 exp. Date 12/15/2018 opened (B)(6) 2017. New product will be provided to the customer as a replacement. We requested the customer to return the allegedly defective product for investigation into this complaint.